Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and reviewed. Visual observations under magnification revealed that the one of the three sutures was not completely inside the grove of the inserter and was caught between the anchor and the inserter shaft causing the anchor to be stuck on the inserter. This complaint can be confirmed as the anchor could not be pulled out easily and had to be forcefully pulled out with pliers. The anchor itself did not reveal any structural anomalies and did not seem to have stripped. An inspection was performed to check the depth and width of the grove and the results were within the specifications. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the customer's healix peek anchor pulled out with inserter during a rotator cuff procedure. The surgeon could not remove it from the inserter and the whole anchor came out with nothing left in patient. The surgeon completed the procedure with another anchor with no patient consequences. No delay in procedure. The device is being returned. The sales representative was not present. No further information could be provided.